Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. We were unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind test. In addition, we were unable to verify motor error alarm due to blank display. The insulin pump had corroded motor home switch. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings, motor error alarm and moisture damage from the insulin pump. The customer's blood glucose reading was 339 mg/dl. The customer stated that she took the reservoir and battery out overnight and when she placed the battery in the pump, she received a motor error. The customer had the pump tucked under shirt and moisture got under the screen. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.